Manufacturer narrative:
H10: additional information in d10, date returned to mfg march 10, 2020. One (1) used list# 142730490, prim plum mirdrp 150 ml bur. And one(1) used list# ch3034, 5" (13 cm) bag spike adapter w/spiros were received for evaluation. The returned set was leak tested per product specification. A leak occurred at the proximal portion of the burette on the side where the top lid is bonded to the burette cylinder. There were no other leaks along the fluid path. The probable cause of the leak is insufficient solvent being applied during manufacturing in costa rica. A device history review for lot# 4144352 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The event involved a plum burette clave sites that leaked from the top of the burette. The customer reported ¿11:40 connected n/s 500ml with IV set and then primed the IV set. 13:22 by st order given vena 30mg/amp (diphenhydramine),30.00 mg,ivd. 13:32 by st order given rinderon (betamethasone) 4mg/ml/amp,4.00 mg,ivd.13:43 by st order given herceptin 308mg in n/s 500ml, ran 129ml/hr. During infusion. Tested the artificial blood vessel located underneath left collar bone and blood reflux was normal. Tubing well secured. Artificial blood vessel covered with waterproof padding. 14:10 nurse noticed the burette was full and medication was leaking through the top of burette. Nurse checked the IV and there were around 53ml of medication left. Nurse stopped the infusion immediately and cleaned spillage following hospital¿s internal chemo medication spillage procedure.¿ there was patient involvement, but no harm reported.